Manufacturer narrative:
The exact age of the patient is unknown. However, it was reported the patient was over 18 years. Date of event: date of event was approximated to (B)(6) 2018 as no event date was reported. The complainant was unable to provide the upn and device lot number. Therefore, the manufacture and expiration dates are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polypectomy snare was used in the colon during a colonoscopy procedure performed on an unknown date. According to the complainant, during the procedure, the snare loop wire was stuck in the polyp. Reportedly, it was unknown if there was any intervention done to remove the stuck snare loop wire from the polyp. The patient condition following the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available, a supplemental report will be submitted.